Event description:
It was reported that while performing a bunionectomy, a surgeon was using a .062x6" guide wire and drill to place a screw. When the surgeon began using the cannulated drill over the wire and into the patient, both the wire and the drill broke off and were left in the patient. Both fragments were left in the patient, unable to be retrieved. The surgeon stated that there was no interference felt during the drilling or use of the wire, and the patient had no other hardware present. The surgeon stated that the drill was only a few millimeters in the bone at the time of the fracture. The bunionectomy was able to be completed using different hardware, and no patient adverse effects have been reported to-date. Product was discarded after the case so wsd not evaluated.

Manufacturer narrative:
The device was discarded after use, therefore no product evaluation was performed.